Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received 16 inappropriate shocks. Upon interrogation, no capture was noted on the right ventricular lead. X-ray confirmed lead dislodgement and the physician alleges that the helix might be faulty. The device¿s tachy therapy was disabled first to prevent further inappropriate therapies, and then the lead was explanted on (B)(6) 2018. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.